Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted both adapters have their firing rods extended distally several centimeters beyond home position. Evaluation of the returned instrument noted: the adapter was disassembled, and deformation was observed on the edges of the j-hook. This deformation to the j-hook is consistent with the damage seen when the user tries to remove the reload when it is not opened all the way to its calibrated position. When the blue button is pushed and the j-hook is not completely depressed, the edge of the single use loading unit (sulu) load link will catch the j-hook and deform it. It was reported that the device broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the firing rod not in home position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up-control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigadaptxl - sig power sigadaptxl linear xl adapter, lot# c23acl0540. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the procedure, the distal tip of the two adapters broke. Visually, the small rod was protruding longer than it should be. No troubleshooting actions were taken. There was no patient involved.